Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.¿¿ routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek vantus meter serial number (B)(4) compared to a laboratory result using a staneoplastin ci plus 10 reagent on a stago analyzer. At 6:29 pm the meter result was 2.6 inr. The laboratory result was 2.0 inr. The laboratory result was taken within 4 hours of the meter result. On (B)(6) 2020 the meter result was 3.0 inr using test strips lot: 49017421 with an expiration date of 31-mar-2022. The laboratory result was 2.3 inr. The results were taken within 4 hours of each other. The customer's therapeutic range is 2-3 inr.